Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of over 600 mg/dl with symptoms of dehydration, dizziness, vomiting, and diabetic ketoacidosis. The patient was taken to a hospital where they were treated with intravenous insulin. The reporter believed that the pump had not been delivering accurately. Troubleshooting could not be appropriately performed at the time of the call to confirm this. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.